Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports that the infection continued after the revision surgery. This pc reports about the infection occurred after the initial surgery. It was reported that on (B)(6) 2021, the patient underwent a tka surgery with the implants in question at another hospital. After surgery, infection occurred, and the patient underwent the revision surgery on unknown date. In the revision surgery, the insert was exchanged. No further information is available.